Event description:
Statement from med tech follows: thursday (B)(6) per dr xxxx, I applied interferential therapy to a pt. After discussing with the pt his areas of pain, I placed 4 new stick-eze reusable electrode pads (lot #009701). Two in the thoracic area and two in the gluteal area. Setting the interferential unit to 1-150hz x 15 mins, per the pt's comfort level, we set it to 52ma. Moist heat was also included in this therapy. Several times during the therapy, I checked the pt to see if he was okay and comfortable. At the end of the first 15 mins, the pt asked for more therapy due to the fact he was finding relief from his pain due to the therapy. Per dr (B)(6), we set him up for 10 more mins. At this time, the pt asked me to move one of the pads because it was bothering him. When I lifted the pad off, I noticed what looked like a mole under the pad that had been irritated by the therapy. I moved the right thoracic pad down and started the next 10 mins of therapy. I checked on the pt one more time through the therapy and he was comfortable and enjoying the therapy. Upon removing the pads from the pt when the therapy was over, I noticed another one of the spots on the pt just below the last one where the pad had been placed. Another smaller spot was found on the left gluteal area. My first reaction since this had never happen before was that we had a bad set of pads, and I immediately threw them away. I told the pt about the spots and asked him if they bothered him and he said he could not feel them. I did ask the pt to wait as I wanted dr xxxx to see the area. Dr xxxx examined and palpated the spots, ask the pt if they hurt and the pt responded no. Dr xxxx told the pt that they were minor superficial burns. Pt seemed unconcerned. Monday another pt was found with a small scabbed over area in the place his pad had been the previous interferential therapy appointment. At this time, dr xxxx decided that the equipment may be faulty and it was immediately removed from use.